Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a company representative. A full explant was performed on (B)(6) 2019. Staphylococcus was detected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving an unknown medication via an implantable pump. Indication for use was non-malignant pain. The date of the event was (B)(6) 2019. It was reported the pump was infected at the pocket. Factors that may have contribute to the infection was possibly the patient¿s jean rubbing the pump. A revision was planned for (B)(6) 2019 to explant the pump. The issue was not resolved. Patient weight and medical history were asked but unknown. Patient status was alive - no injury. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a company representative. The infection was being treated. The device was discarded.